Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Analysis was concluded based on the received photo of the complaint device. The media attached to the parent record shows an angiography where a detachment of the distal tip was found, additionally, a loop on the distal section of the guidewire was found at the moment when the detachment occurred. Corrected: c2/d10 concomitant product/therapy: per instructions, the devices used to treat the event were removed from the grid.

Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.

Event description:
It was reported that the burr stuck in lesion and wire fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). The patient was not a surgical candidate, had a failed graft to the rca and a shockwave balloon would not cross the lesion. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon first start of rotablation, the burr did not start in the guide but at the ostium of the rca and got stuck proximally. The burr would not pull back or come back in dynaglide mode. A non-bsc wire, balloon and surgical forceps were used in attempt to remove the burr. The rota catheter was then cut and removed the sheath to backload the 7f guidezilla over the rota drive shaft, but this also failed to advance. A second guide was introduced in a ping pong technique but unable to get wire past burr. The rotawire was pulled back to burr and pulled on again firmly, but the distal tip of wire got fractured. A 2.5mm non-complaint balloon was then advance into the tip of the guide and guidezilla and inflated it at 16atm to trap the rotadrive shaft, guide with guidezilla and wires. The whole system was successfully pulled out. A 2.0 snare was then used to successfully retrieve the distal rotawire fragment. Due to the long procedure time, the procedure was abandoned and reschedule the patient back to try for a bigger burr. No further complications were reported, and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on guidewire returned with the burr stuck on it, and it could not be removed. Microscope inspection on spring tip was observed detached and did not return for analysis. Mid-section of the guidewire was observed detached and did not return for analysis. Dimensional inspection revealed that a 74.5 in of the mid-section was detached. The media provided, showed angiography where a detachment of the distal tip was found. Additionally, a loop on the distal section of the guidewire was found at the moment when the detachment occurred. Based on the evidence, the as reported code of distal tip detachment of device or device component can be confirmed due to the observed detachment of the spring tip. The observed detachment of the mid-section and the burr stuck on the wire did not contribute to the reported issue.